Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated; the unit was tested and all signals were verified to perform as intended.

Event description:
A user facility reported to olympus that a "df not connected" error was generated and the image was flickering. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause may have been the wear or corrosion of the output connector of the device and the effects of video cables, monitors, and endoscopes used on the device.